Event description:
Patient received fusion surgery at l4-s1 on (B)(6) 2012. It was reported that the patient is experiencing pain and numbness in her back and legs and will have a revision surgery on (B)(6) 2013 to remove all hardware including one unknown femoral ring allograft bone cage at l4-5, with unknown allograft bone powder and a competitor¿s bone morphogenetic protein, an unknown quantity of pedicle screws, two unknown rods, one unknown cross-link at l4-5, and s1, one unknown peek cage with unknown allograft bone powder and a competitor¿s bone morphogenetic protein, one unknown titanium plate, and four unknown screws at l5-s1, cut and burn nerves and release nerves from all the scar tissue. This report is for an unknown rod. This is report 3 of 5 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for 2 unknown rods. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.